Event description:
Patient experienced a recurrence which dr. (B)(6) re-operated on and found a separation at the edge of the surgimesh; dr. (B)(6) elected to remove the original surgimesh and replace it with a larger surgimesh xb e-1522; no broken sutures were noted and no tears seen in the tissue or the removed surgimesh sample.